Manufacturer narrative:
The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set was loose which resulted in leak. The location of the leak was at the interface of the ¿miniset line¿ and the titanium connector. This occurred during patient use for peritoneal dialysis therapy. As a result, the line was tightened in the emergency department. There was no patient injury, however, the patient was given prophylactic antibiotics as a preventative measure. The patient was discharged home and reportedly remains well. No additional information is available.